Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer had recently switched to using apidra insulin in their cartridges. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. The customer's blood glucose (bg) level was 396 mg/dl and a manual injection was administered to address the bg level. The customer performed troubleshooting on their own and did not find the cause of the occlusion alarms. Supply changes were performed to address the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.